Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons stick down while pressing them. The customer¿s blood glucose was unknown. The customer stated that there were cracks on the battery cap and rainbow effect on the display and it made it hard to read. The customer was hearing grinding noises different from the normal rewind noises, the insulin pump needs to be rewind more than once per reservoir change and rewind was slower than it has in the past. The insulin was not giving low reservoir warnings when the insulin was low in the reservoir. The insulin pump will not be returned for analysis.